Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("gas pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, flatulence and feeling abnormal outcome was unknown. The reporter considered feeling abnormal, flatulence and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, flatulence and feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("gas pain"), feeling abnormal ("brain fog") and medical device pain ("an extreme stabbing pain in the circle location"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, flatulence, feeling abnormal and medical device pain outcome was unknown. The reporter considered feeling abnormal, flatulence, medical device pain and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, flatulence and feeling abnormal quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("gas pain"), feeling abnormal ("brain fog") and medical device pain ("an extreme stabbing pain in the circle location"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, flatulence, feeling abnormal and medical device pain outcome was unknown. The reporter considered feeling abnormal, flatulence, medical device pain and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, flatulence and feeling abnormal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: the event ¿an extreme stabbing pain in the circle location¿ was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.